Event description:
Healthcare provider reported, a rupture. As well as, a exchange from textured to smooth, due to concern with the product. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed two openings, assessed as fold flaw opening. Observed an opening assessed as surgical damage and there is a piece of missing shell, assessed as inconclusive. Anxiety-product/procedure: unable to observe. As per the investigation procedure creases, wear abrasion and non-penetrating nick were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 27jun2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 14aug2024.

Event description:
The device has been explanted.